Event description:
It was reported, the pt has been experiencing overstimulation when the minus button on the programmer is pressed. Troubleshooting to provide resolution by an sjm representative was unsuccessful. During troubleshooting, stimulation became so strong, it put the pt in pain. In turn, stimulation was deactivated. A replacement programmer was sent to the pt to address the issues. Follow-up revealed the replacement programmer and reprogramming resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.